Event description:
It was reported that a review of a remote transmission showed the implantable cardioverter defibrillator (ICD) delivering inappropriate therapy. Programming changes were discussed but not made at this time. No patient symptoms were reported.